Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "completely failed". Reportedly, the customer had manual injections as alternate insulin therapy. Customer declined to provide additional information and further troubleshooting with tandem technical support.